Event description:
During functional testing at zoll medical's technical service department, the device was unable to detect the attached electrodes. There was no patient involvement in the reported malfunction.